Event description:
According to the available information when inserting the stent, the pusher got stuck in the stent. It was impossible to remove it. While attempting to remove the pusher, it broke, making it impossible to remove. This resulted in a significant increase in the procedure time, the involvement of a second healthcare professional and the use of another guide and another catheter.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaints on the lot number. We received 4 sealed samples and performed measurements of the internal diameter of the stent and external diameter of the peek tube. All the measured done were conformed to our products specification. Without additional information, coloplast cannot proceed further with its investigations, which have revealed no anomaly. No root cause could be determine about this kind of issue. According to the informations known quality database was checked and no issue was registered. A similar case study was performed based on double loop ureteral stent, defect disconnection difficult / impossible over last four year: 3 similar cases were found. A rmf evaluation was performed based on criq 246 - risks identified: 13400a (hazardous situation: pusher cannot be disconnected from the jj (or with difficulty) & 23404 (hazardous situation: pusher breakage). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information when inserting the stent, the pusher got stuck in the stent. It was impossible to remove it. While attempting to remove the pusher, it broke, making it impossible to remove. This resulted in a significant increase in the procedure time, the involvement of a second healthcare professional and the use of another guide and another catheter.